Manufacturer narrative:
Neomed has contacted user facility for additional information regarding this event (B)(6)2019. Additional information has not yet been received.

Event description:
A perforation was identified in a neonatal patient who had a neomed polyurethane feeding tube placed for gastric venting.